Event description:
A customer reported an issue with touchscreen responsiveness, specifically that the pump screen was frozen and unresponsive to user input. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and after the customer completed the pump reset, the issue was resolved.